Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for return to stock recertification. There was no patient involvement, and no harm or injury was reported. On device evaluation dated 09apr2026, it was reported the device was returned to the technician for additional evaluation due to failed repair test. Review of the test failure report indicates the device failed testing for both positive and negative flow verification; failure to verify differential pressure sensor calibration. Resolution of this test failure has not been determined at this time. Additional findings not related to the malfunction/issue: the device mac label and serial number/material number label were both replaced due to the original being damaged. A follow up report will be submitted when additional information regarding the failure and repair becomes available.

Manufacturer narrative:
The manufacturer received additional information that the trilogy ventilator failed testing due to positive flow verification failure. The reported failed test could not be confirmed on additional evaluation by the technician. The technician ran troubleshooting test with no issues found. The device was sent to run-in and was retested. The device passed all testing on retest and was confirmed to operate properly. Device evaluation and testing was unable to confirm and/or duplicate the previously reported failed test. The coding grid for this record has been updated accordingly.